Event description:
It was observed that during the device evaluation, the autoclavable camera head exhibited corrosion on the video connector pins and the head cover front u was found to be dirty. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the most probable cause of the corrosion on the video connector pins was traced to a component failure and for the dirty head cover front u, the cause could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.